Manufacturer narrative:
Retainer ring = black .customer returned pump for an alleged critical pump error (open book image) alarm found on dec 17, 2021.insulin pump was received with a blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test or verify critical pump error (open book image) alarm due to blank display. Insulin pump was cut open to perform visual inspection and found corrosion on the electrical board 1 and electrical board 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. ¿unable to download firmware using crest due to blank display. Unable to download history files and traces using thus due to blank display. The original electrical board 2 was cleaned and installed in a test electrical board 1, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. The original electrical board 1 was cleaned and installed in a test electrical board 2, case, internal battery and motor. Powered the pump on using the battery simulator and no blank display noted. The original electrical board 1 was re-installed in a test electrical board 2, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued testing. The pump passed the self test and no blank display noted. Blank display was confirmed due to corrosion on the electrical board 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to verify critical pump error (open book image) alarm and unable to download history files and traces using thus due to blank display. Blank display was confirmed due to corrosion on the electrical board 2. During visual inspection, corrosion was also found on the electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. The error was reported while safety checks. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.